Event description:
Found during testing. According to the reporter, the defibrillator was outputting inconsistent energy to a defibrillation tester. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio replaced the standard paddles to address what was described as difficult to connect to the device. The device was returned to the customer for use.